Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that the patient claimed that the stimulator was not working. There were no patient symptoms or complications reported.